Event description:
Customer reported that the paramedics are going to be call to take her to the hospital due to high blood glucose. Customer stated that the blood glucose reading was 573 mg/dl. Customer stated that the insulin pump was not calculating her bolus correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.